Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse effects reported. The product was explanted and will be returned.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.